Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "patient has experienced right side pain, breast increase, and breast area is hot (which reporter can not specify if it is related to a ¿fever¿) patient is not psychologically well. Patient did an us, which noted liquid surrounding right breast, local hyperemia and lobulated contours." The device remains implanted.